Event description:
It was reported that this patient fell and as a result, this right ventricular (rv) lead exhibited out of range pace impedance measurements greater than 3000 ohms. A signal artifact monitor (sam) event was stored and a lead safety switch (lss) occurred. This patient is pacemaker dependent and was brought into clinic to test the rv lead and admitted for observation overnight. Subsequently this rv lead was capped and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was surgically abdandoned and replaced due to lead fracture following the patient's fall. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this patient fell and as a result, this right ventricular (rv) lead exhibited out of range pace impedance measurements greater than 3000 ohms. A signal artifact monitor (sam) event was stored and a lead safety switch (lss) occurred. This patient is pacemaker dependent and was brought into clinic to test the rv lead and admitted for observation overnight. Subsequently this rv lead was capped and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.